Event description:
Related to MFR report # 2183959-2012-01489. Related to MFR report # 2183959-2012-01490. On (B)(6) 2005 a perigee graft and another ams product were implanted in the plaintiff to treat her stress urinary incontinence and prolapse. The plaintiff's attorney alleged that due to the plaintiff's "recurring problems," another ams product was implanted on (B)(6) 2006. The plaintiff's attorney alleged the plaintiff now suffers from "stress urinary incontinence, infection, scarring of tissue, erosion of mesh and pain." It was also alleged the plaintiff has and will continue to experience "physical pain and suffering" and "emotional distress" and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.